Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, the haptic was stuck to the optic after insertion. The incision was enlarged to facilitate removal of the lens and insertion of a replacment lens. Add'l info has been requested.